Manufacturer narrative:
(B)(4). No product will be returned. The split septum port used in this event was discarded by the customer. The report that the split septum leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking form the septum in the pediatric emergency room. The leak was at the septum insertion site and fluid was coming out around the blunt cannula during the normal saline flush. The customer confirmed that no pt/nurse harm or medical intervention occurred. No further pt or event information was provided.